Event description:
It was reported occlusion alarms occurred. The customer went to the emergency room and subsequently hospitalized with a blood glucose level of 674 mg/dl with high ketones. The customer attempted to self-treat with a correction bolus via the pump but was treated intravenously with fluids of saline and insulin in the hospital. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.